Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe that the ethicon device contributed to the patient¿s complications? If yes, please indicate which complications.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic total extraperitoneal hernia repair procedure on unknown date and the mesh was implanted with the use of staple fixation. At the conclusion of the tep procedure, a piece of mesh was placed under the testicular vessels and vas deferens. It was possible that the patient experienced post-operative complications such as seroma, urinary retention, testicular hemiscrotal swelling, hydrocele, wound infection, mesh infection and/or neurological symptoms. Seroma resolved spontaneously before the last office visit. To treat urinary retention, a catheter was placed and the patient was started on tamsulosin hydrochloride. A catheter was removed on the third or fourth postoperative day and no prostatectomy was required. It was possible that hydrocele spontaneously resolved four months after the procedure, was either permanent or required surgical intervention to repair. The patient was found to have neurological symptom and complained of radicular pain immediately after surgery or significant discomfort at their second postoperative visit or later. When the neurological problem became persistent, the patient also experienced hypersensitivity of the scrotal skin and testicle. Hypersensitivity was possibly relieved by support, but still persisted, or support did not help. The patient experienced an infection and underwent a reoperation for removal of the implanted mesh, and the mesh was determined to contain a factory contaminant, mycobacterium fortuitum. The procedure possibly resulted in recurrence with average time to recurrence of 18 months. Additional information has been requested.